Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient with a known history of al amyloidosis, status post an intravenous therapy, underwent a port placement procedure using a powerport m.r.I. Isp (8f powerport groshong) implanted via the left internal jugular vein. Following a period of use and subsequent device malfunction, an attempted extraction of the port was performed by a surgeon. It was reported that during the extraction attempt, a portion of the cannula allegedly fractured and was retained in the patient's neck. Subsequent comparison chest x-ray imaging revealed that the distal edge of the retained catheter segment had migrated further into the right atrium. Due to active migration and concern for potential further movement into the pulmonary artery, the patient was transferred to the emergency department for immediate intravenous access and laboratory evaluation and underwent emergent retrieval. Fractured port-a-cath tubing was visualized in the right atrium during imaging. The current status of the patient is unknown.